Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The part passed inspection of the outer profile with the exception of some slight damage which likely occurred during the procedure. There was no evidence of fracture. It is very likely that the part left biomet control conforming to the prescribed specifications. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under 4.2.1 ¿improper fit between mating components." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported during a total hip arthroplasty when trying to implant the liner it fractured on the underside of the rim. The liner was removed from the patient and another liner was used to complete the procedure. No fractured pieces fell into the patient, no delay, or foreign body retention.